Event description:
It was reported that (3) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsk5 did not work after a few minutes of using in the case (no cutting or coagulating). Another device was used to complete the case. There was no consequence to the pt. The hp052 handpieces are being sent in as they are in question to which one has the problem with multiple blades failing (the number of blades are not recorded).